Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer failed the system test, the programmer was not working. The programmer booted with system test failures; the system was halted. It was also determined at analysis that the display flex cable, the liquid crystal display and xy board had liquid damage, both antenna cables were damaged, and the shielding was visible. The paper tray was nearly empty and the cord bay and both latches were worn. The upper and lower bullets were worn and both keyboard hinges were broken. There was a cut in the left and right antenna cable and the overall shielding was visible. The rear display cover latches were broken and there was minor damage to the left and upper case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported prior to use the programmer failed the system test. The programmer was not working. The device was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.